Event description:
It was reported that the pump was not working properly, and the customer subsequently went into diabetic ketoacidosis; blood glucose value was not provided. No additional information was provided. Customer declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.